Event description:
A customer reported when attaching a blade to their glidescope core smart cable, the hdmi connection was loose resulting in being unable to see anything during intubation. The customer reported there was a delay in resuscitating the patient due to the smart cable not working. The procedure was completed using a backup laryngoscope which was made available in an unspecified amount of time. Following the reported device malfunction, the patient reportedly passed away; however, the customer confirmed they did not expire while using the glidescope equipment and the death was a result of the patient's pre-existing medical condition.

Manufacturer narrative:
The customer's glidescope core smart cable is not expected to be returned to verathon for evaluation; therefore, the cause could not be determined. Based on communication from the customer, the issue was isolated to the hdmi connector on the smart cable being loose which prevents secure connection with the blade. Review of complaint history for the reported smart cable serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.